Event description:
It was reported that the pt experienced a shocking or jolting sensation. Pt reported that he had shocking because the "lead was bare." Pt had his implant revised but then it was explanted six months later. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4)